Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve, the housing of the valve was torn. The valve was received at 70mmh2o. The valve was hydrated for about 26 hours. The valve was visually inspected: and confirms the tear/cut in the silicone housing around the siphon guard, a mark in the hard plastic of the siphon guard was noted, this could be a scalpel mark. As the finish good was manufactured by (B)(4) the DHR review is in (B)(4) and will be reviewed and documented by (B)(4). The root cause could be due to a sharp or pointed object coming into contact with the silicone. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It was initially reported that the device would be made available for evaluation. It was later communicated that the device would not be returned. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Patient was lying on the couch and when getting up he heard a pop. When waiting for case, np mentioned they thought it was a csf leak near the area. When opening the incision, the csf was leaking from the valve; the silicone around the siphonguard was split in half. Surgeon revised the valve. No delays, patient stable after procedure.

Manufacturer narrative:
Corrected fields -- device available for evaluation?, additional MFR narrative. Additional information -- date received by MFR., type of reports, if follow-up, what type?, additional MFR narrative. It was previously reported that the device would not be made available for evaluation. Subsequent to this report, the device was returned. A supplemental report will be filed with the results of the device evaluation.